Manufacturer narrative:
A cause for this specific clinical event cannot be ascertained from the information provided. The surgeon stated that there was no product issue and no functionality issue with the device. Should additional information become available and/or the device be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
Patient underwent bsso using trumatch in (B)(6) 2017. There were no issues during the first implantation. Patient was revised in (B)(6) 2017 because surgeon wanted to realign the segment. It was reported the issue was not due to a product issue. Surgeon reported it may have been related to surgical technique.